Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that during an ipg replacement procedure (MFR. Report no. 3006630150-2022-04895) the physician had difficulty entering the lead to the ipg and the lead was fractured. It was noted that the fractured lead remained in patients body and physician will replaced the lead.

Event description:
A report was received that during an ipg replacement procedure (MFR report number) the physician had difficulty entering the lead to the ipg and the lead was fractured. It was noted that the fractured lead remained in patients body and physician will replaced the lead, additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted lead was kept by the medical facility.